Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got detached from the quick release. The site location was patient's abdomen and the infusion had been in use for a few hours. Reportedly, there was no stress or pull on the tubing. No further information available.